Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during support, the patient failed to meet index and had little to no pulsatility on the arterial line. The decision to escalate to peripheral venoarterial extracorporeal membrane oxygenation was made and the patient taken was taken to ccl where venoarterial extracorporeal membrane oxygenation (ECMO) was placed. The patient started to regain some pulsatility on arterial line. Heparin was removed from purge due to partial thromboplastin times consistently coming back at over 200.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.